Event description:
Customer reports a hemoglobin result reported on a pt in the ICU was incorrect. The pt rec¿d blood transfusions based on the test result.

Manufacturer narrative:
Customer reported that the problem was probably caused by a clot in the co-oximeter. Customer has also questioned whether results are being transmitted correctly via rapidcomm info software. Customer is sending trace logs for review by MFR.